Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Further follow-up revealed that there was no manipulation or trauma that occurred that could have caused or contributed to the infection. It was reported that the infection was only at the patient's skin at not at the generator site or electrode site. Culture were not taken.

Event description:
It was noted that the vns patient experienced an infection at the site of implant. It was noted that the infection was related to the implant and that the severity was mild. It was noted that a medication was started and the infection resolved. It is unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. Attempts to obtain additional information have been unsuccessful to date.